Event description:
The device involved in this MDR report was implanted on (B)(6) 2011. Reportedly, during two consecutive follow-ups performed in (B)(6) 2011, a high battery impedance was observed (4.5 kohm on august 9 and 2.86 kohm on august 16). In addition, the device was found in standby mode during these two follow ups. Because premature battery depletion is suspected, evaluation of the device replacement was recommended.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.